Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jan-2023. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received six opened and five sealed 20g x 1.16in. Insyte autoguard bc units from lot number 2250404. One of the opened units was returned with the needle already retracted. A gross visual inspection of the returned units did not identify any damage/defects to the components. All units were functionally tested for needle retraction and found to successfully retract without issue. The already retracted unit was further inspected microscopically to check for any evidence that could have previously prevented retraction. No adhesive or other damage/defects could be identified. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Although the reported issue was not confirmed, a trend has been identified for the reported failure. Corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "both cases are giving them retraction problems."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "both cases are giving them retraction problems."